Event description:
The patient indicated they had a loop recorder implanted on (B)(6) 2023, and a week later they went into afib (atrial fibrillation) and they had to have their heart shocked 3 times and then 2 days after that they had their first pacemaker implanted, it got infected and so it was replaced 2 weeks later had to be replaced by going up the groin. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146719.